Event description:
It was reported that a malfunction occurred with the customer's pump, specifically displaying malfunction code 23. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, which is within the normal range. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.